Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-13383, 3006705815-2019-04697. It was reported that patient never received effective therapy. Reprogramming was unable to resolve the issue. As a result, patient underwent surgical intervention, wherein the ipg and leads were explanted.